Event description:
It was reported that a clearlink continu-flo solution set was observed "falling apart". It is unknown whether or not this occurrence was noted during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.